Manufacturer narrative:
Model number/catalog number: sc-2408-74; serial number: (B)(4); batch/lot number: 20494465/20494465/19535084; model/catalog description: avista MRI perc lead kit 74 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection as the wound in the occipital and orbital sites were not healing properly. The infection was not procedure related and the cause was unknown. The patient was prescribed antibiotics and underwent an explant procedure of the leads. The patient was doing well postoperatively.